Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis of the catheter revealed a leak in the strain relief and transition tubing region of the catheter body. A hole in the inner silicone layer of the transition was seen. The hole appeared to coincide with an indent in the surface of the silicone layer caused by the pet braid. Interrogation of the pump indicated that it contained bupivacaine and hydromorphone.

Event description:
The device system was returned with no information.